Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/14/2024. An investigation was conducted on 05/22/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. Both connectors were observed to be intact. An electrical evaluation was conducted using the returned cable, a reference adaptor, power supply and hemopro 2 device. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply emitted an audible beeping sound and the evh reference tool produced steam and heat. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The reference device successfully transected tissue four (4) times. Based on the returned condition of the device and the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A serial/lot number was not provided and the specific product serial/ lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, they attempted to use hemopro2 extension cable; it did not work. They swapped out cable and the new cable worked. There was a minimal delay to obtain a new replacement cable. There was no patient injury.